Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, for the first firing, when firing on the lung parenchyma, the device became unable to be fired on the half way. The procedure was completed with another device. There was no patient injury.